Manufacturer narrative:
Result: worn brake plate kits.

Event description:
It was reported by service report that the brakes would not fully hold when engaged. It is unk if there was pt involvement, however, no adverse consequences are reported.